Event description:
The patient underwent a colonoscopy on (B)(6) 2020. While placing the clip, there was a malfunction that kept the clip from separating from the scope. General surgery was consulted and did an exploratory laparotomy with ostomy placement. FDA safety report ID# (B)(4).